Event description:
The user facility reported that a dialyzer developed a leak from the hollow fiber bundle during the 13th use of the device. The dialyzer was changed out for another unit and the blood in the circuit was not returned to the pt. The user facility reported that there were no pt complications from this event and that the pt is fine.